Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Bleeding is a known potential adverse effect per corevalve instructions for use (IFU) and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. A conclusive cause of bleeding during the transcatheter aortic valve implantation (tavi) procedure could not be established from the limited information available. A conclusive assessment of the relationship between the death event and the device could not be reached as neither an autopsy report nor the device was returned for evaluation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient was treated for a cardiac tamponade caused by bleeding during the procedure. It was reported the patient underwent a concurrent percutaneous mitral valvulotomy at the time of this procedure. The patient had a history of stomach cancer, and had been hospitalized two months prior to the procedures due to aortic and mitral valve stenosis. One month after the procedures, the patient developed respiratory failure and azotemia. The reported cause of death was multi-organ failure. The device was not explanted.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).